Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange for pump thrombosis was reported under medwatch MFR report# 2916596-2016-02311 and 2916596-2017-00604. (B)(4). Approximate age of device - 7 months, 13 days. (B)(4). Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient, with 2 pump exchanges performed on (B)(6) 2016 and (B)(6) 2017 due to recurrent pump thrombosis, was presented at the hospital with shortness of breath, nausea and diaphoresis. The patient had a history of unreported driveline infection, chronic obstructive pulmonary disease (copd), chronic kidney disease and pulmonary edema. The patient had recurrent pump thrombosis and was deemed a poor candidate for repeat pump exchange. The patient had been stable as an outpatient. The patient was found to have elevated inr of 8 and was transferred to hospital for further management. The patient was found to have mrse bacteremia, likely the recurrent unreported driveline infection as the source. The patient was tolerating antibiotic therapy and was awaiting a therapeutic inr when the lvad thrombosis became a concern. Despite support with dobutamine, the patient developed cardiogenic shock expired on (B)(6) 2017 after device support was discontinued for end of life care. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported infection and suspected thrombus could not be conclusively determined. The product was not returned for evaluation. Infections and thrombus are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.